Event description:
Additional information was received that the patient had their vns turned back on and the patient is tolerating the stimulation well. No other relevant information has been received to date.

Event description:
Per the physician the root cause of the coughing and vocal cord paralysis are due to vns stimulation and vns surgery as it started after the battery replacement. The physician confirmed the device was disabled and patient is following up with the ent. No other relevant information has been received to date.

Event description:
It was reported that since the last battery replacement the patient developed a cough resulted in device disablement. The patient was referred ent for evaluation and it was discovered that she has left vocal cord paralysis. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.